Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be use error. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (16-mar-2016) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a reaction do the drug and had to stop his treatment. The patient could not stop or turn off the pump and had to go to the hospital to disconnect form the device. The device was checked and it did not show any issues with turning on and off. The patient was not affected by the pump. No patient injury was reported.